Event description:
During the repositioning procedure, it was observed that the lead helix was unable to retract. The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, loss of capture and low sensing were observed from the right ventricular (rv) lead. Diagnostic imagining confirmed that the lead was dislodged. Lead repositioning is anticipated to resolve the event. The patient was stable with no adverse consequences.

Event description:
The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
Additional information: as received, a complete lead was returned for analysis. The reported events of no capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix would not extend was confirmed. Visual inspection found the helix to be retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted by applying direct torque to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue.